Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a two infusion set crimped cannula issues on 30- may-2024 the infusion set was in use for 3-4 hours. Patients bg level was high unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). MDR- device 2 of 2.